Event description:
It was reported that, pt stated he had at right hip replacement and at first he felt it was a success. Then he started having trouble sleeping, he couldn't roll onto his right hip it was very painful. He went the doctor and had an MRI - there was fluid on the hip. The doctor aspirated 35cc of greenish fluid. Doctor stated that there was trouble with the rejuvenate stem. Pt continues to have swelling, he feels weak at times and the fluid continues to build up. Pt had more testing and doctor found colbalt metal in his blood stream. Pt states his body is rejecting the implant and now the doctor will monitor the fluid for a while but a revision is eminent.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.